Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized. The patient was treated with an unspecified antibacterial agent (dose, route and frequency were not reported) and an unspecified oral drug (dose was not reported). At the time of this report, the patient was not recovered. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.